Manufacturer narrative:
E2 marked in error. The device was returned as part of the asset return process. During inspection it was found that the connecting tube and the distal end both have foreign material, and there was discoloration inside the light guide lens, additional findings were as follows: the connecting tube has a cut, discoloration was found inside the light guide lens, from deformation of the plug unit, the distal end has residual liquid, the grip, the distal end both were shaved, the suction cylinder had no color, the switch box, the objective lens both has a scratch, due to deformation of plug unit, water tightness is lost, the cover of light guide bundle was damaged, the adhesive around the light guide lens has discoloration, and the universal cord has coating peeling. It is most likely that the reported issue was a result of wear and tear. Based on the results of the investigation, it is likely that the following led to the malfunction: that humidity invaded the light guide lens which led to corrosion occurred by applied physical stress to distal end such as hitting and dropping and/or light guide lens glue peeled off by chemical stress such as chemical solutions used for the device. The investigation could not conclusively specify the cause nor identify the foreign material remaining in the device. Therefore, a definitive root cause could not be identified. A review of the device history record revealed no issues that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. This issue is addressed in the instructions for use (IFU): ¿the instruction manual tjf-q190v operation manual chapter 3 preparation and inspection describes how to detect for the suggested event. The instruction manual tjf-q190v reprocessing manual chapter 5 reprocessing the endoscope describes how to prevent for the suggested event. The instruction manual tjf-q190v operation manual chapter 3.3 inspection of the endoscope escribes how to detect for the suggested event.¿ olympus will continue to monitor the field performance of this device.

Event description:
The evis exera iii duodenovideoscope was returned to an olympus service center for annual maintenance with no complaint reported by the end user. During inspection it was identified: the connecting tube contained foreign material, the distal end had foreign material, and discoloration was found inside the light guide lens. There was no patient involvement. This report is being submitted for the malfunction found during the device evaluation.